Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, oversensing due to non-physiologic signals/sic (sensing integrity counter), and rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high sensing integrity counter (sic). It was noted that the high sic was due to low r-waves since implant and some t-wave oversensing (twos) seen a couple of hours post-implant. As a result, the lead was reprogrammed and the polarity was changed to tip to coil sensing. It was further reported that the sic had been increasing with each follow up. An x-ray showed a change in position from implant and a lot less lead slack. It was suspected that the increasing sic count could be due to the tip to coil sensing and intermittent interaction with the other abandoned lead. The device was reprogrammed to bipolar sense polarity again which produced a larger r-wave. The lead remains in use. No patient complications have been reported as a result of this event.